Event description:
It was reported that during middle cerebral artery mca aneurysm procedure, when attempting to advance the subject stent into the microcatheter, the physician encountered significant resistance and was unable to push it forward inside the microcatheter despite multiple attempts. The operator was not sure about the location of the subject stent, so he withdrew the subject stent, and the subject stent was then separated from delivery wire. The subject stent and the microcatheter. Were both withdrawn. In order to check the position of the stent, the operator cut the microcatheter after the procedure and did angiography to revealed that the stent was stuck within the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during middle cerebral artery mca aneurysm procedure, when attempting to advance the subject stent into the microcatheter, the physician encountered significant resistance and was unable to push it forward inside the microcatheter despite multiple attempts. The operator was not sure about the location of the subject stent, so he withdrew the subject stent, and the subject stent was then separated from delivery wire. The subject stent and the microcatheter. Were both withdrawn. In order to check the position of the stent, the operator cut the microcatheter after the procedure and did angiography to revealed that the stent was stuck within the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received in a deployed state within the microcatheter. The microcatheter had been cut, which is aligned with the event description. Neither the introducer sheath nor the stent delivery wire (sdw) was returned. The stent could not be pushed either distally or proximally through the cut section of the microcatheter. The microcatheter was cut closer to the stent location and the stent was removed with a tweezers. Additional damage is likely to have occurred to the stent during this removal process. Heavy deformation was noted throughout the stent. All 3 marker bands were present on both ends of the stent functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The second reported event 'stent deployed prematurely during use' was confirmed visually. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The following defects were noted: stent deformed, and stent deployed prematurely during use. It was reported that while attempting to advance the stent into the microcatheter, the physician encountered significant resistance and was unable to push it forward inside the microcatheter despite multiple attempts. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was returned deployed within microcatheter. The microcatheter had been cut, which is aligned with the event description. The stent could not be pushed either distally or proximally through the cut section of the microcatheter. The microcatheter was cut closer to the stent location and the stent was removed with the help of tweezers. Additional damage is likely to have occurred to the stent during this removal process. The introducer sheath and the stent delivery wire (sdw) were both not returned for analysis. The event description notes friction following transfer of the stent into the proximal section of the microcatheter. It is possible that the introducer sheath moved either distally or proximally prior to stent advancement out of the sheath. If this were to occur, the stent may become damaged as it is advanced through the distal opening of the introducer sheath. The damage would then result in increased friction as the stent is advanced through the proximal section of the microcatheter shaft. Attempting to remove a stent which had become stuck inside a microcatheter shaft can lead to the stent becoming deployed inside the microcatheter shaft. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer', 'stent deployed prematurely during use' and as analyzed 'stent deformed and 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.